Manufacturer narrative:
Conclusion: complaint was confirmed for ¿leaks¿ per customer photo evidence. An analysis of this occurrence could not be performed without the returned product. After evaluation the cause of this complaint could not be determined; additional information is needed. However, an opportunity of improvement was found an alternative assembly configuration was proposed to prevent leaks. Additionally, medtronic has notified the supplier and corrective actions on their end will be implemented if needed. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Assessment against the medtronic risk management file pfmeca document indicates that the current risk zone does not exceed the risk zone predicted in the product pfmeca. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends per trend analysis procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that during a routine pump procedure the perfusionist noted that the pre-membrane isolator connector was leaking. The connector was tie-banned to prevent leaking as a "work-around" solution to enable the case to proceed without any change to the circuit. The customer stated that the molding joint was raised and this allowed blood to track along this defect. The perfusionist believed that the connector "molding quality" was causing the leak. The device was used to complete the procedure. There was no adverse patient effect associated with this event.